Event description:
It was reported to philips that monitors went dead during use on a allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced defective monitors (19'' monochrome monitor ER (mml1952-per), 19'' monochrome monitor cr (mml1951-pcr)) and restored the device. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).